Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: taper fracture between femur and stem.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mrh femoral component was reported. The event was confirmed via clinician review of the provided x-ray and product evaluation. Method & results: product evaluation and results: visual inspection of the returned device noted there is bone cement visible on the internal fixation surface of the femoral component. The mrh femoral knee was returned fractured at the female threaded component. The distal portion of the female threaded component was returned attached to the stem indicating that the device failed in bending fatigue. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to this product inquiry including the product inquiry summary, ap and lateral x-rays of a cemented revision stemmed tka and op reports of a revision tka dated (B)(6) 2019 and an operative report of a subsequent revision on (B)(6) 2022. The event description from the product inquiries summary states: taper fracture between femur and stem. The undated x-rays demonstrate a transcerse fracture of the stem at its interface with the femoral boss. There is gross loosening of the femoral component which angulated on the lateral view. These findings are confirmed in the operative report from the second revision dated (B)(6) 2022. Fracture of a cemented revision femoral knee stem requiring revision surgery is confirmed. The root cause of this mechanical failure cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device noted there is bone cement visible on the internal fixation surface of the femoral component. The mrh femoral knee was returned fractured at the female threaded component. The distal portion of the female threaded component was returned attached to the stem indicating that the device failed in bending fatigue. A review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to this product injury including the product inquiry summary, ap and lateral x-rays of a cemented revision stemmed tka and op reports of a revision tka dated (B)(6) 2019 and an operative report of a subsequent revision on (B)(6) 2022. The event description from the product inquiries summary states: taper fracture between femur and stem. The undated x-rays demonstrate a transcerse fracture of the stem at its interface with the femoral boss. There is gross loosening of the femoral component which angulated on the lateral view. These findings are confirmed in the operative report from the second revision dated (B)(6) 2022. Fracture of a cemented revision femoral knee stem requiring revision surgery is confirmed. The root cause of this mechanical failure cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment.

Event description:
The following was reported: taper fracture between femur and stem.